Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), perforation ('perforation: other') and device dislocation ('migration') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), pelvic pain ("pelvic pain female"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping),"), menorrhagia ("menorrhagia (heavy menstrual bleeding),"), metrorrhagia ("menorrhagia (bleeding b/w periods)"), dermatitis allergic ("allergy: rash/skin condition"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), urinary tract disorder ("urinary problems"), bladder disorder ("bladder problem"), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental problems"), headache ("headaches"), nausea ("nausea") and visual impairment ("vision problems") and was found to have hormone level abnormal ("hormonal changes"), neoplasm ("tumor") and weight increased ("weight gain"). Essure (ess205) treatment was not changed. At the time of the report, the device breakage, perforation, device dislocation, pelvic pain, abdominal pain, back pain, dysmenorrhoea, menorrhagia, metrorrhagia, dermatitis allergic, vaginal infection, urinary tract disorder, bladder disorder, fatigue, alopecia, tooth disorder, hormone level abnormal, headache, nausea, neoplasm, visual impairment and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, dermatitis allergic, device breakage, device dislocation, dysmenorrhoea, fatigue, headache, hormone level abnormal, menorrhagia, metrorrhagia, nausea, neoplasm, pelvic pain, perforation, tooth disorder, urinary tract disorder, vaginal discharge, vaginal infection, visual impairment and weight increased to be related to essure (ess205). The reporter commented: plaintiff received treatment for dysmenorrhea (cramping),pelvic/ abdominal pain, back pain, menorrhagia (heavy menstrual bleeding),menorrhagia (bleeding b/w periods), allergy: rash/skin condition, urinary problems ,vaginal infection ,vaginal discharge, fatigue, hair loss, dental problems ,hormonal changes, headaches, nausea, tumors, vision problems, weight gain . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2019: quality safety evaluation of ptc (product technical complaint). No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), perforation ('perforation: other') and device dislocation ('migration') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test". The patient's medical history included morbid obesity. On (B)(6) 2004, the patient had essure (ess205) inserted. In 2012, the patient experienced pelvic pain ("pelvic pain female"), dysmenorrhoea ("dysmennorhea (cramping),"), menorrhagia ("menorrhagia (heavy menstrual bleeding),"), vaginal discharge ("vaginal discharge"), urinary tract disorder ("urinary problems"), bladder disorder ("bladder problem"), depression ("depression"), hot flush ("hot flashes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), feeling abnormal ("brain fog"), migraine ("migraines / headaches") and dizziness ("dizzy") and was found to have weight increased ("weight gain"). In 2013, the patient experienced dry skin ("dry patches on legs") and allergy to metals ("nickel allergy"). In 2014, the patient experienced fatigue ("fatigue"), vision blurred ("vision problems") and gastrooesophageal reflux disease ("acid reflux"). In 2017, the patient experienced nausea ("nausea"). In 2018, the patient experienced tooth fracture ("dental problems: chipping teeth") and device expulsion ("expulsion of essure device"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), dermatitis allergic ("allergy: rash/skin condition"), vaginal infection ("vaginal infection"), alopecia ("hair loss"), headache ("headaches") and mood swings ("mood swing") and was found to have hormone level abnormal ("hormonal changes") and neoplasm ("tumor"). Essure (ess205) treatment was not changed. At the time of the report, the device breakage, perforation, device dislocation, pelvic pain, abdominal pain, back pain, dysmenorrhoea, menorrhagia, metrorrhagia, dermatitis allergic, vaginal infection, vaginal discharge, urinary tract disorder, bladder disorder, fatigue, alopecia, tooth fracture, hormone level abnormal, headache, nausea, neoplasm, vision blurred, weight increased, depression, hot flush, mood swings, vaginal haemorrhage, feeling abnormal, dry skin, migraine, dizziness, allergy to metals, device expulsion and gastrooesophageal reflux disease outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, bladder disorder, depression, dermatitis allergic, device breakage, device dislocation, device expulsion, dizziness, dry skin, dysmenorrhoea, fatigue, feeling abnormal, gastrooesophageal reflux disease, headache, hormone level abnormal, hot flush, menorrhagia, metrorrhagia, migraine, mood swings, nausea, neoplasm, pelvic pain, perforation, tooth fracture, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred and weight increased to be related to essure (ess205). The reporter commented: plaintiff received treatment for dysmennorhea (cramping),pelvic/ abdominal pain, back pain, menorrhagia (heavy menstrual bleeding),metorhagia (bleeding b/w periods), allergy: rash/skin condition,, urinary problems ,vaginal infection ,vaginal discharge, fatigue, hair loss, dental problems ,hormonal changes, headaches, nausea, tumors, vision problems, weight gain . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.9 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), perforation ('perforation: other') and device dislocation ('migration') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), pelvic pain ("pelvic pain female"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping),"), menorrhagia ("menorrhagia (heavy menstrual bleeding),"), metrorrhagia ("menorrhagia (bleeding b/w periods)"), dermatitis allergic ("allergy: rash/skin condition"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), urinary tract disorder ("urinary problems"), bladder disorder ("bladder problem"), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental problems"), headache ("headaches"), nausea ("nausea") and visual impairment ("vision problems") and was found to have hormone level abnormal ("hormonal changes"), neoplasm ("tumor") and weight increased ("weight gain"). Essure (ess205) treatment was not changed. At the time of the report, the device breakage, perforation, device dislocation, pelvic pain, abdominal pain, back pain, dysmenorrhoea, menorrhagia, metrorrhagia, dermatitis allergic, vaginal infection, urinary tract disorder, bladder disorder, fatigue, alopecia, tooth disorder, hormone level abnormal, headache, nausea, neoplasm, visual impairment and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, dermatitis allergic, device breakage, device dislocation, dysmenorrhoea, fatigue, headache, hormone level abnormal, menorrhagia, metrorrhagia, nausea, neoplasm, pelvic pain, perforation, tooth disorder, urinary tract disorder, vaginal discharge, vaginal infection, visual impairment and weight increased to be related to essure (ess205). The reporter commented: plaintiff received treatment for dysmenorrhea (cramping),pelvic/ abdominal pain, back pain, menorrhagia (heavy menstrual bleeding),menorrhagia (bleeding b/w periods), allergy: rash/skin condition,, urinary problems ,vaginal infection ,vaginal discharge, fatigue, hair loss, dental problems, hormonal changes, headaches, nausea, tumors, vision problems, weight gain . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. Reporters information updated. Event: injury were updated to dysmenorrhea (cramping). New events: pelvic pain , abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), menorrhagia (bleeding b/w periods), allergy: rash/skin condition, breakage/migration, perforation, urinary problems ,vaginal infection ,vaginal discharge, fatigue, hair loss, dental problems, hormonal changes, headaches, nausea,tumors, vision problems, weight gain were added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), perforation ('perforation: other') and device dislocation ('migration') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test". The patient's medical history included morbid obesity. On (B)(6) 2004, the patient had essure (ess205) inserted. In 2012, the patient experienced pelvic pain ("pelvic pain female"), dysmenorrhoea ("dysmennorhea (cramping),"), menorrhagia ("menorrhagia (heavy menstrual bleeding),"), vaginal discharge ("vaginal discharge"), urinary tract disorder ("urinary problems"), bladder disorder ("bladder problem"), depression ("depression"), hot flush ("hot flashes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), feeling abnormal ("brain fog"), migraine ("migraines / headaches") and dizziness ("dizzy") and was found to have weight increased ("weight gain"). In 2013, the patient experienced dry skin ("dry patches on legs") and allergy to metals ("nickel allergy"). In 2014, the patient experienced fatigue ("fatigue"), vision blurred ("vision problems") and gastrooesophageal reflux disease ("acid reflux"). In 2017, the patient experienced nausea ("nausea"). In 2018, the patient experienced tooth fracture ("dental problems: chipping teeth") and device expulsion ("expulsion of essure device"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), dermatitis allergic ("allergy: rash/skin condition"), vaginal infection ("vaginal infection"), alopecia ("hair loss"), headache ("headaches") and mood swings ("mood swing") and was found to have hormone level abnormal ("hormonal changes") and neoplasm ("tumor"). Essure (ess205) treatment was not changed. At the time of the report, the device breakage, perforation, device dislocation, pelvic pain, abdominal pain, back pain, dysmenorrhoea, menorrhagia, metrorrhagia, dermatitis allergic, vaginal infection, vaginal discharge, urinary tract disorder, bladder disorder, fatigue, alopecia, tooth fracture, hormone level abnormal, headache, nausea, neoplasm, vision blurred, weight increased, depression, hot flush, mood swings, vaginal haemorrhage, feeling abnormal, dry skin, migraine, dizziness, allergy to metals, device expulsion and gastrooesophageal reflux disease outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, bladder disorder, depression, dermatitis allergic, device breakage, device dislocation, device expulsion, dizziness, dry skin, dysmenorrhoea, fatigue, feeling abnormal, gastrooesophageal reflux disease, headache, hormone level abnormal, hot flush, menorrhagia, metrorrhagia, migraine, mood swings, nausea, neoplasm, pelvic pain, perforation, tooth fracture, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred and weight increased to be related to essure (ess205). The reporter commented: plaintiff received treatment for dysmennorhea (cramping),pelvic/ abdominal pain, back pain, menorrhagia (heavy menstrual bleeding),metorhagia (bleeding b/w periods), allergy: rash/skin condition,, urinary problems ,vaginal infection ,vaginal discharge, fatigue, hair loss, dental problems ,hormonal changes, headaches, nausea, tumors, vision problems, weight gain . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.9 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-dec-2019: plaintiff fact sheet received. Events per pfs: depression, hot flashes, mood swing, abnormal bleeding (vaginal), brain fog, dry patches on legs, migraines / headaches, dizzy, nickel allergy, expulsion of essure device, acid reflux and patient did not underwent essure confirmation test. Onset date of events were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.